Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis. The customer indicated having symptoms consistent with high blood glucose levels including being sick to the stomach and thirstiness. Troubleshooting was done. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.